Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty inflating the balloon occurred. The lesion being treated was a 70% stenosed, non calcified, non tortuous mid circumflex (cx) lesion. The lesion was predilated with a maverick balloon (size unknown). As the physician attempted to deploy a taxus express2 8.8% 3.5 mm x 12 mm stent, the balloon would not inflate. The physician went to negative on the inflation device, pulled back on the balloon catheter and then the balloon inflated. The physician deployed the stent at 18 atms successfully. The final result was a well positioned and apposed stent. It was reported, upon removal of the balloon catheter the outer sheath of the catheter was separated from the inner layer. No patient injury or complications were reported. The status of the patient is listed as satisfactory.